Manufacturer narrative:
Unresponsive buttons due to broken solder joint at pin-7 on keypad flex connector.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Blood glucose level was 268 mg/dl at the time of the call. No further information was provided.